Event description:
Information was received from a manufacturer representative regarding an unknown patient. It was reported there was an empty pump. The representative had access to the programmers. The patient did not miss the refill. No patient symptoms were reported. No identifying patient information or drug information was provided.